Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. Attempted communication between returned reader and known good sensor. Returned reader successfully communicated with the sensor. Scan timeout error message was not observed. Therefore, this issue is not confirmed. Sensor has not been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the sensor is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "scan error" message and was unable to obtain readings. As a result, customer received third-party treatment of "sugar" by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "scan error" message and was unable to obtain readings. As a result, customer received third-party treatment of "sugar" by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.